Event description:
The customer reported erroneous high ise (ion selective electrolyte: sodium, potassium and chloride) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced reference valve, buffer syringe and case to resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.